Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the regurgitation remains indeterminable. If new information becomes available or the device history record is reviewed, a supplemental report will be submitted.

Event description:
It was reported that a 21mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of 3 years, 5 months due to regurgitation. A 9600tfx 23mm transcatheter valve was implanted successfully. No additional details were provided.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
It was reported that a 21mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of 3 years, 5 months due to severe regurgitation. A 9600tfx 23mm transcatheter valve was implanted successfully. Transthoracic echocardiogram showed a paravalvular leak around the original surgical prosthesis. On post-operative day three, the patient underwent successful perivalvular leak repair. The patient was discharged in stable condition on post-operative day five.